Event description:
Pt underwent surgery on 11/26/1997. Had a right internal jugular cvp line inserted. Discharged 12/2/97. Readmitted 12/19/97 with shortness of breath. Retained guidewire noted on cxr. Guidewire removed at another facility. Uncertain whether other hosp retained the removed product. Supplemental report to follow.